Event description:
It was reported that the patient has expired after an implant duration of approximately 1.13 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 06/07/2010 and 06/11/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The notification received for the (B)(4) study indicated that this patient was admitted for carotid artery stenting. The target lesion was a 90%, 25mm lesion in the proximal right carotid artery. The lesion was described as moderately calcified and severely tortuous. A 5mm angioguard device was advanced to the target site but the physician was unable to advance the device across the lesion. An ev3-spiderfx was successfully used to cross the lesion and was deployed for distal embolic protection during stenting. Three precise stents were implanted without complication, a 7.0 x 40mm, a 5.0 x 520mm and a 6.0 x 20mm. The following day the patient experienced a sudden onset of dysarthria, which resolved completely in less than 24 hours. This was diagnosed as tia. The patient was discharged in stable condition four days later. The patient was re-admitted to the hospital with multiple stroke like symptoms approximately two days after being discharged. These deficits lasted <24 hours with full recovery. This was coded as a hemorrhagic stroke. Upon review the neurologist noted these symptoms to be secondary to a hemorrhagic transformation of the previous cva and not a new stroke.